Manufacturer narrative:
The defective consumable has been investigated in the laboratory (B)(6) 2018: the visual examination of the two sets revealed damage to the outer packaging of each set (holes in the carton). In the case of the inner packaging , holes were found in both sets. The cause of the damage to the tyve coverings and the lids of the outer packaging was found to be that the inserts in which the goods were secured against slipping detached from the tub. The welding points connecting the insert with the tub did not hold. This was most probable caused due to excessive physical force during transport. Thus the failure could be confirmed. Furthermore a DHR review was conducted for the lot in question. There was no rework or scrap record performed during production activities. The failure was detected during incoming inspection. The product was not used for patient treatment. The event has been reported with a delay due to our retrospective examination of the record. At the time ((B)(6) 2018) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4).

Event description:
Facility received there 2 hls kits and both were damaged ins hipping. They state that the top film cover was compromised and the sides of the tub were damaged. Complaint ID (B)(4).